Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and at other times was delayed in responding to presses. It was also reported that the insulin gauge was inaccurate. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level and experienced diabetic ketoacidosis. Cause was not known. Customer declined troubleshooting with tandem technical support.